Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 40 mg/dl. Reportedly, the customer requested too large of a bolus for the amount of food consumed. A bagel, snacks, and juice was consumed to treat bg. Additionally, it was reported that basal iq did not automatically suspend insulin delivery. Reportedly, the basal iq feature was turned on and the customer did not experience a loss of connection prior to the low bg. Multiple attempts were made by tandem technical support to request that the customer upload pump data so that the cause could be determined; however, the customer did not respond.